Manufacturer narrative:
After evaluate the representative samples visually and functionally we could not find an exactly root cause of this issue, because both samples meet with acceptance criteria. DHR for lot number 7026662 was reviewed and no qns or other events were related to the complaint stated by the customer. No equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. We currently have the adequate controls to detect any damage or separation between connections of the product during assembly. Based on investigation results to date, root cause for manufacturing process cannot be determined. No CAPA was opened since this issue could not be confirmed as manufacturing related (representative samples).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use of the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. The extension set line broke away from t-piece connection. There was no report of injury or medical intervention.